Event description:
It is reported that dr was drilling holes to pass suture and reattach when the drill bit broke.

Manufacturer narrative:
This report will be amended when our investigation is complete.